Event description:
It was reported that the top jaw of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). The superior shafts are broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shafts are missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shafts are consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.